Manufacturer narrative:
A detailed investigation of the system is necessary to determine the root cause of the described issue. Further info was requested. Siemens local service engineer, (B)(4), instructed the customer on how to use the system. In agreement with the customer warning label with safety instructions will be posted in the exam room. The system is equipped with both an emergency shut-down switch and table stop buttons. These buttons will halt all system movements upon request and are available to the operator in cases of unintended device movement. The reported event appears to be a single occurrence and no similar issues have reported from the field. Customer address: (B)(6).

Event description:
It was reported that prior to an exam, the customer selected a pt and an anatomic program "knee face on table". The pt was not yet positioned on the table, but was on a pt bed near the table top. When the user grabbed the hand controller, without pressing any buttons, the x-ray tube and detector suddenly moved at a very fast speed and didn't stop, even after the user released the hand controller. The x-ray tube stopped very close to the pt's head. The user did not push the emergency stop button. The customer admitted that the operator was not looking at the pt during the system movements. There is no injury involved in this event. The reported event occurred in (B)(6).